Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00388. Reference MFR report: 3008829311-2017-00389. The patient has 3 leads (2 from lot ab2185 and 1 from lot ab2219) implanted as part of his axium neurostimulator system. It was reported the lead implanted at the t12 vertebral level (lot ab2185) had partially pulled out of the implantable neurostimulator (ins). Diagnostics indicated an invalid impedance reading. Effective therapy was initially able to be provided utilizing the other 2 leads. Surgical intervention was undertaken on (B)(6) 2017 and all 3 leads were disconnected from the ins and diagnostics indicated invalid impedance readings on the lead located at t12 as well as the lead implanted at the l2 vertebral level (lot ab2219). Both leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.